Event description:
This is the second report of two from the same facility created to capture the cusa excel 36khz curved extended precision tip. Cross reference with MFR number: 2648988-2011-00055 (B)(4). A cusa excel 36khz tubing set was reported to be bubbling within 10 minutes of use and was described as follows. A pt was undergoing a craniotomy when the problem was noticed almost immediately. The surgery was delayed 20-30 minutes while the staff changed each item one at a time and then tried the unit with the exchanged component to see if the problem persisted. The hand piece was exchanged first, then the manifold tubing and finally the tip was replaced. It wasn't until the manifold tubing and the tip was replaced that the unit functioned. The pt did not experience an injury as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.